Event description:
Pt reported getting an error message saying "bluetooth connection failed".

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.